Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue was unable to be reproduced during the device evaluation. Evaluation was not able to send the unit for flow testing due to a constant unrelated alarm. The over infusing was unable to be verified. The device will be required to meet all flow specifications prior to return. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.